Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned. Analysis was performed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Attempts to obtain additional information were unsuccessful. Concomitant medical products: 419688 lead; 694758 lead.(B)(4).

Event description:
It was reported that a patient is deceased and died approximately 1 month post implant of a cardiac resynchronization therapy defibrillator (crt-d) system. It was also reported that there is an allegation that the crt-d device failed to save the patient's life. The cause of death is unknown and no further details are available.

Manufacturer narrative:
Product event summary: analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.